Event description:
The complainant reported that a seventy-seven-year-old male patient with a known history of coronary artery disease and peripheral vascular disease arrived in the cardiac catheterization laboratory for a planned high-risk percutaneous coronary intervention of the left main coronary artery. Prior to the procedure, the patient experienced pulseless electrical activity arrest during cannulation for extracorporeal membrane oxygenation (ECMO). The initial plan was to perform a percutaneous coronary intervention supported by extracorporeal membrane oxygenation, but the clinical team elected to proceed with combined ECMO and impella cp support. The percutaneous coronary intervention was successfully completed. At the end of the procedure, the arterial sheath was peeled and a repositioning sheath was placed, which resulted in bleeding and formation of a hematoma. The impella side port was wired, the impella device was removed, and an 18 french dry-seal sheath was inserted. A new impella device was implanted through the dry-seal sheath, and the initial hematoma appeared controlled. The patient subsequently developed a new hematoma extending along the lateral aspect of the thigh. An angiogram revealed that the braided sheath and wire had perforated the vessel in an antegrade direction, requiring multiple coil embolization. The patient¿s vital signs improved following the left main coronary artery intervention. Multiple blood transfusions were required. The patient was transferred to the intensive care unit for continued monitoring and management. Hemodynamics continued to improve, and extracorporeal membrane oxygenation was discontinued on the third day. On the fourth day, the impella cp device was successfully weaned and removed without complication. While the pump will be conservatively coded for the bleeding it was more likely that the patient¿s peripheral vascular disease contributed to the complication. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D1 brand name was updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the bleed and hematoma was not determined due to insufficient clinical details.